Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Oropharyngeal discomfort, pharynx strange sensation of cyst. Accidental device ingestion, accidental device ingestion. Case description: this case was reported by a consumer via call center representative and described the occurrence of pharynx strange sensation of in a 75-year-old female patient who received double salt dental adhesive cream (new poligrip sa) cream for denture wearer. Co-suspect products included double salt dental adhesive cream (new poligrip sg) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip sa and new poligrip sg. On an unknown date, an unknown time after starting new poligrip sa and new poligrip sg, the patient experienced pharynx strange sensation of, cyst and accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the pharynx strange sensation of, cyst and accidental device ingestion were unknown. It was unknown if the reporter considered the pharynx strange sensation of, cyst and accidental device ingestion to be related to new poligrip sa and new poligrip sg. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Clinical course: on an unknown date, the patient was using new poligrip sa (75 g) when at home and new poligrip sg (40 g) when away from home. On an unknown date, recently, the patient experienced pharynx strange sensation of (seriousness: non-serious) and saw an otolaryngologist and an internist. After undergoing an endoscopy, she was told that she had a non-malignant cyst (seriousness: non-serious) in the throat. She was also told that the endoscope caught something white, long and thin in the area before the esophagus (serious criteria gsk medically significant). The physician was not sure what it was but said that it appeared to be non-malignant. No further information is expected.